Manufacturer narrative:
All buttons function properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that the screen is not frozen; she removed and inserted again the battery and the display screen would advance. Button error alarm occurred after putting battery back in. Customer stated that she has dropped the device a few times. Blood glucose 236 mg/dl. Nothing further reported.